Event description:
The customer reported possible tube arcing and the system displays an overload fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tubes. System operates as intended. (B) (4)